Event description:
The customer reported that a leak at the filter was observed during patient use. The drug being used was a paclitaxel injection. No patient injury or medical intervention occurred.

Manufacturer narrative:
The reported condition of leak was not confirmed. Visual inspection and underwater pressure test (8psi) was performed on the returned sample with no abnormality observed. Batch review was also performed on the reported batch with no abnormality observed. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. (B)(4).